Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was returned for evaluation. The returned extension set was connected to a 3ml syringe. The removable caresite was not returned with the set. Visual examination of the returned sample noted no visual defects. The set was tested for leakage, and leakage was found at the female luer. Closer examination of the set revealed a vertical crack on the green luer. Therefore, the reported defect was confirmed. No other defects were noted. The exact root cause could not be determined at this time. However, incidents of cracked leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non- conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the product leaked blood. No injury reported.